Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the posterolateral artery. The 2.50x12mm rx trek balloon dilatation catheter (bdc) was advanced to the target lesion however the balloon ruptured when inflated past 18 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code 2017 above rbp. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon dilatation catheter (bdc) was inflated past 18 atmospheres (atms). It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it was determined that it was unlikely that inflating the balloon slightly over the rated burst pressure contributed to the rupture. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and heavily tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.